Event description:
Event description guidant received information that, upon interrogation, this implantable cardioverter defibrillator (ICD) exhibited a fault code indicating a possible problem with the oscillator. The device was replaced and will be returned to guidant for analysis.